Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient was having 'weird and new visual changes on the right side'. An MRI was completed which revealed hemisphere infarcts in the temporal, parietal and occipital region. It was reported that the procedure was completed successfully and the patient is neurologically intact.